Event description:
The patient reported that they had a manual comparison completed with their doctor and their livongo monitor provided a reading 20mmhg higher than their manual reading.

Manufacturer narrative:
The patient was sent a replacement blood pressure monitor, and the device associated with this report was requested for return for investigation. Should this device be returned, a supplemental report will be filed to document the results of the investigation.